Event description:
It was reported that tandem charging supplies began burning or melting. There was no adverse impact to the customer's blood glucose level. Technical support initiated a return merchandise authorization for the replacement of the charging supplies.